Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown concentration of dilaudid at a dose 0.48 mg, via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 the patient was found unresponsive at their home. An ambulance was called and the patient was brought to the emergency room and treated for overdose. It was reported the patient was given narcan at the hospital. Regarding anyenvironm ental/external/patient factors that may have led or contributed to the issue, it was reported the patient had gone to the managing physician¿s office for an initial pump fill. The patient was sent home and by their own admission, took an oral opiate that evening. Somewhere around 3:00 am the patient¿s mother found her unresponsive. The pump was turned to minimum rate. It was reported the issue had resolved at the time of the report. The patient¿s status at the time of the report was provided as ¿alive-no injury.¿ no further complications were reported or anticipated. Other medications being taken at the time of the event and medical history were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2018-aug-02. Regarding the cause of the overdose symptoms, the hcp believed a pump malfunction occurred. The hcp stated the patient was started on a very low dose but required large quantities of narcan. It was reported the programmer noted there should have been 19.5 milliliters (mls) in the reservoir, but the hcp was only able to remove 18.5 - 18.75 mls when the dilaudid was removed from the pump. No other factors were provided that may have caused or contributed to the symptoms. It was indicated an 8840 clinician programmer had been used to program the pump. Regarding any further actions taken, the dilaudid had been removed upon hospital discharge (B)(6) 2018 and was replaced with saline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.